Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. Pt stated their stimulator quit yesterday, and also starting yesterday if they moved in a certain way, they would get shocked. Pss asked, pt said they had a few falls in the last year, but their stimulator worked after the falls. The circumstances that led to the reported issue were asked but unknown. Troubleshooting was unable to be performed as pt did not have equipment with them. Pss asked if pt saw any screens or if they tried checking if stim was on or off, but pt just said they tried turning stim up or down, but didn't know how to do anything else. The patient was redirected to their healthcare provider (hcp) to further address the issue. Pt mentioned their doctor didn't know much about the device  pss reviewed how to check if stimulation was showing as on or off on equipment and how to turn stim off. Pt also mentioned they were not sure what they were going to do about their pain.